Event description:
The patient called to get emergency supplies sent to him. The patient stated that he was hospitalized due to high blood pressure seven days ago, but he is currently experiencing high bgs due to a blockage in the cannula. The patient stated the hospital would not release him until his bgs were regulated. Advised that the local representative would be notified. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.